Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was attempted to be implanted, however, when performing a defibrillation threshold (dft) test, the device only started "humming". Code 1004 had been triggered. Technical services (ts) advised that code 1004 was indicative of a shorted circuit condition. Ts recommended replacing the right ventricular (rv) lead and using a different device for implant. The lead is a non-boston scientific lead. Another device was implanted. No adverse patient effects were reported. Subsequently, the device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. However, an analysis of the data log indicates that there was a high voltage system fault or the shock lead shorted. The laboratory noted that this issue was caused by an attempted defibrillation threshold (dft) test where the leads damaged the circuitry of the device. Additionally, an interrogation of the device with a programmer indicated that the charge time exceeded. The damage done to device was attributed to high energy overstress.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was attempted to be implanted, however, when performing a defibrillation threshold (dft) test, the device only started "humming". Code 1004 had been triggered. Technical services (ts) advised that code 1004 was indicative of a shorted circuit condition. Ts recommended replacing the right ventricular (rv) lead and using a different device for implant. The lead is a non-boston scientific lead. Another device was implanted. No adverse patient effects were reported.